Event description:
It was reported that during start-up, the ventilator generated a technical error code indicating a communication error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The received air gas module was mounted into a reference ventilator where it failed the pre-use check, but did not alarm for the reported technical alarm. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause of the delta pressure transducer's failure. The most probable source of water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water, (h2o less than 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs confirm the reported event, a technical alarm for communication error. The log files also have technical alarm indicating a faulty +24volt and this confirm the faulty air gas module and the fault could be traced back to mars 13. Therefore the ¿date of event¿ will be adjusted to (B)(6) 2017.

Event description:
(B)(4).